Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump casing around the display was damaged and there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the pump revealed a crack in the casing near the upper right hand corner of the display and near the lower right hand corner of the display. The pump failed a leak test due to this. Evidence of moisture corrosion was found throughout the inside of the pump. The pump was unable to power on during testing. Unrelated to the complaint, the top of the battery cap was worn. A test cap was used to complete investigation.